Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr. (B)(6) reported a glidewell ht implant failed. The 53-year-old, female patient presented on (B)(6) 2025 for implant placement on tooth position #8. The patients bone quality was reported as type ii and her oral hygiene as good. The patient has a history of high cholesterol. The patient returned for the second stage surgery on (B)(6) 2026 at which time the provider observed that the patient had abnormal bone loss around the implant and determined that the implant loss osseointegration. The reported device was explanted on (B)(6) 2026 and was replaced with a similar product at a different site. There was no permanent patient injury to the patient.